Event description:
It was reported that the patient's device reached elective replacement indicator (eri) after just two years of use. High output of the device due the physiologic requirement for the left ventricular lead was noted. Premature depletion is suspected. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.